Manufacturer narrative:
H3: product analysis of product: 9560524, lot no: my20e001r during the inspection at the time of acceptance, the requested issue could not be reproduced, but it was observed that the threads on the handle screw were deformed. G2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that the fixation of the retractor engagement tip is weak. There is no patient involved in the event and no further complications or symptoms were reported. Additional information received from manufacturer representative that the device was not delivered as a defective product, it has been used before.